Manufacturer narrative:
Lumenis investigated the event reports contacting the user facility to request patient treatment settings and patient photographs. Despite reasonable attempts no treatment settings or photos were provided. A lumenis technical engineer evaluated the subject device concluding the system met all manufacturer specifications. Additionally, the engineer stated that the subject hs hand piece functioned to specifications. Sd malfunction is not the suspected root cause of the event reported. A review of the DHR confirmed that the sd met all test specifications without deviation per the DHR during the manufacturing process. Absent treatment settings no evaluation by clinical specialist is possible. Additional info sep 28 2017: furthermore clinical professional concluded after investigation of reported event: "after investigating the reported event by clinical manager, gso and ra was concluded that reported malfunction is not related to patient event. Hs handpiece that was used for patient treatment was working within specifications. The et handpiece reported malfunction did not impact any patient as it was not used for treatment." As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
A user facility reported that one (1) patient sustained superficial burns following hr treatment with a lumenis lightsheer duet hs handpiece. No report of serious injury or medical intervention to preclude permanent impairment were received.